Event description:
It was reported that when using the iabp, we attempted to insert a transray plus 35cc balloon. However, there was strong resistance when passing the sheath, so we were concerned about the possibility of rupture and stopped the insertion. We opened a separate balloon of the same specification and inserted it, which was completed without any trouble. There was no health risk to the patient.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).